Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the physician made a change to the ventricular tachycardia (vt) zone. The physician lowered the detection number to treat the patient's monitored vt episode if it were to occur again.

Manufacturer narrative:
Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited possible intermittent oversensing on three episodes. Additionally, undersensing of the rv lead was suspected. The rv lead remains in use. No patient complications have been reported as a result of this event.